Event description:
It was reported that the insulin pump alarmed button error, which was not resolved by a battery change. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer also posted a potential complaint, which was received by medtronic via (B)(6) post, stating "is he dead? Help! Someone please tell me he's not dead!" The context of the social media post was unclear. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.